Event description:
It was reported that the fastfix 360 broke during a meniscal repair surgery. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was sent for evaluation. The photograph shows the needles distal tip has broken off. The needle is also bent. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.